Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after receiving two shocks. Upon interrogation it was noted the shocks were inappropriately administered due to supraventricular tachycardia (svt) that was over 250 beats per minute. Further review found that the patient has received inappropriate therapy in the past due to high rate svt. Every time the patient has been performing strenuous activity and went from sinus tachycardia to svt and then into therapy zone. Review of the episode from six months earlier found that the patient had received five inappropriate shocks, thus exhausting therapy for that episode. Boston scientific technical services (ts) reviewed the data and noted that the current sensing template was functioning well, but that the patient's rate was exceeding the upper maximum shock zone of 250 bpm. Ts discussed that the system is designed to treat no matter the morphology at rates above the shock zone. It was noted the patient has maxed out on beta blockers, so ts suggested possible other ways to manage the patient's rates such as activity limitations in order to avoid future therapy for the high rates. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.